Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a kidney stone removal procedure in (B)(6) 2020, the tip of the access sheath of the device broke off when inside the patient. All broken pieces were successfully removed from the patient¿s body by the surgical team. Broken pieces retrieved were given to the unit manager and handed over to the users¿ inventory specialist manager. There was no patient harm or injury reported due to the event. No user harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide device history records (DHR and investigation conclusion. A physical evaluation could not be completed as this device was not returned and made not available for investigation. DHR review was conducted and the dilator lot passed inspection with no abnormalities noted. The dilator complaint is a known problem that has been investigated previously. The report¿s conclusion was that the root cause is environmentally related exposure of the device in the health care facilities which resulted in degradation and embrittlement of the dilator polymer, and it was believed that there is no manufacturing, material, or process related cause for this failure mode that would be considered within OEM (original equipment manufacturer ) control. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information ( device return evaluation) . The following sections were updated: d9, g3, g6, h2, h3, h6 and h10. The customer returned two broken products in the same plastic package. The products were not returned with any original packaging or any product specific information. One access sheath was returned and two dilators. The access sheath appears to be intact and has no visible damage. The proximal end of both dilators were returned. One of the dilators was determined to be broken roughly 3 inches from the proximal end. The second dilator was determined to be broken roughly 9 inches from the proximal end. The second dilator is bent roughly 2 inches from the end of this 9 inch piece. In the returned package were 18 broken pieces of the dilators. These pieces range in size from 0.25 inches to 0.8 inches long. It is unclear if parts of all parts of the shaft are present or not. The tips of the dilators are more distinctive than the middle of the shaft as they are gradually getting smaller. For this reason it is possible to determine which pieces relate to the tips of these two dilators. It was determined that one of the dilator tips was completely returned. The second dilator did not have the entire tip returned. An investigation was completed by the original equipment manufacturer (OEM) and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this device.